Event description:
It was reported that a malfunction occurred, but the call disconnected before account verification could be completed, and subsequent attempts to reconnect were unsuccessful. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.